Manufacturer narrative:
(B)(4). Voluntary medwatch form: mw5061920 received.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No patient symptoms or additional information was reported.